Event description:
According to the literature, a retrospective study analyzed outcomes of patients with hepatocellular carcinoma with tumors in the caudate lobe who underwent ultrasound guided thermal ablation between january 2011 and april 2020. A cool-tip radiofrequency ablation system with a single electrode (3-cm¿long exposed tip) was used for rf ablation, and another device was used for microwave ablation. There were 34 patients in the study and moderate complications included: ascites and pneumothorax. Interventions were not reported.

Manufacturer narrative:
Title: utility of fusion imaging for percutaneous thermal ablation of hepatocellular carcinoma in the caudate lobe source: j vasc interv radiol 2021; 32:1209¿1214 https://doi.org/10.1016/j.jvir.2021.04.028. If information is provided in the future, a supplemental report will be issued.